Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is 26-jan-2008. The source of the manufacture date is the release to warehouse date.

Event description:
It was reported that during routine service and repair of the device it was discovered that the small battery drive has a sticky trigger, vibrates and makes a loud unusual grinding sound. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The additional evaluation reports that the customer did not allege or identify any specific deficiency; it was observed during pre repair evaluation of the small battery drive that it has sticky trigger, vibration, loud grinding noise. Evidence suggests this is due to usage wear over time. Placeholder.